Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported cannula failed to insert to determine its root cause. We are unable to determine if any product condition could have contributed to the reported hospitalization for diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h / 2016using the pod 5 / page 55, checking your blood glucose 7 / pages 95-96. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. The pdm will automatically remind you to check your blood glucose 1.5 hours after each pod change. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, which may indicate the cannula has dislodged. Warning: ¿low¿ or ¿high¿ blood glucose readings can indicate a potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death. Warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported her blood glucose level reached 357 mg/dl while wearing the pod between 24 and 36 hours. The patient stated that when the cannula deployed, it never inserted into the skin. The patient was hospitalized and diagnosed with diabetic ketoacidosis. The patient was treated with IV insulin drip, saline and a shot of slow release insulin.